Event description:
It was reported that during a surgical procedure it was not possible to remove a cephalic screw of a chimaera implant applied in (B)(6) 2024. As per reporter patient will undergo a revision procedure to remove chimaera implant.

Manufacturer narrative:
The device involved in this event has not been returned for investigation, as it remains in patient. If the device is returned an investigation will be completed and a follow up report will be submitted. As per chimaera instruction for use: important- a successful result is not achieved in every surgical case. Additional complications may develop at any time due to improper use, medical reasons or device failure that require surgical re-intervention to remove or replace the internal fixation device.

Manufacturer narrative:
Conclusions: the returned device has been sent back for further investigation. In addition to the nail and the fixed lag screw, the supplementary lag screw has also been returned. All components show extensive surface scratches and damage. The ends of the components are fractured, deformed, and have chipped edges. Analysis of manufacturing records confirmed that the noticed devices were released as conforming according to specifications. A review of the quality complaint database was performed, highlighting that no similar events have been registered in the last 24 months. Therefore, no trend has been identified for this type of failure. Based on all facts mentioned above, the most probable root cause of the observed damage is an unintentional user error during the tightening of the lag screw at the time of implantation. This improper handling likely resulted in mechanical stress and deformation at the screw's end, which subsequently contributed to the failure. As per chimaera instruction for use: important: a successful result is not achieved in every surgical case. Additional complications may develop at any time due to improper use, medical reasons or device failure that require surgical re-intervention to remove or replace the internal fixation device.

Event description:
It was reported that during a surgical procedure it was not possible to remove a cephalic screw of a chimaera implant applied in (B)(6) 2024. As per reporter patient will undergo a revision procedure to remove chimaera implant. As per the reporter the chimaera nail was removed; as it was not possible to disassemble the cephalic screw from the nail, they had to resect the femur. A hip prosthesis was implanted.

Manufacturer narrative:
The device involved in this event was received at orthofix. The technical evaluation is ongoing. As per chimaera instruction for use: important a successful result is not achieved in every surgical case. Additional complications may develop at any time due to improper use, medical reasons or device failure that require surgical re-intervention to remove or replace the internal fixation device.

Event description:
It was reported that during a surgical procedure it was not possible to remove a cephalic screw of a chimaera implant applied in (B)(6) 2024. As per reporter patient will undergo a revision procedure to remove chimaera implant. As per the reporter the chimaera nail was removed; as it was not possible to disassemble the cephalic screw from the nail, they had to resect the femur. A hip prosthesis was implanted.